Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know that if he cal this 8015 will this fix the error. I explain to the customer that calibrating the unit should fix this problem. I also explain to the customer that after you cal this unit you will have to pm the unit when you are complete with the calibration. The customer said ok and ended the call.